Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact but the paint was worn and fading on the pump; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and moisture was found in the battery compartment which caused corrosion, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok keypad button has to be pressed multiple times for a response. The patient denied any holes or tears in keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.